Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. The patient does answer to some sounds but his answers are not consistent or clear enough to validate that he truly hears with the device. There is no report of accident or trauma and no significant changes in health.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient' s verbal skills are under the expected audiology milestones for a child implanted 3 years ago. The patient does answer to some sounds but his answers are not consistent or clear enough to validate that he truly hears with the device. There is no report of accident or trauma and no significant changes in health. No further information regarding a date for re-implantation has been received.